Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported on behalf of a customer who was unable to test due to the adc blood glucose meter not powering on with button press or test strip insertion. The customer was unable to monitor ketone levels and required unspecified third-party medical intervention at hospital. No further information was provided. There was no report of death or permanent injury associated with this event.